Event description:
The customer reported that there was a stator not on error message. This error will cause the system to shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.